Event description:
Implants inserted 8/98 saline submammary. In 2001 began having cognitive dysfunction, memory loss, trouble with word find, and concentration. By 2003, maybe earlier I developed diffuse musculoskeletal pain, balance issues, dizziness, extreme fatigue, dry eyes, diffuse muscle fasciculations and weakness. There may be more, as I have extensive medical records. I have been to 3 neurologists, 2 rheumatologists, 2 infectious disease doctors. I have had extensive imaging studies and a brain MRI three times. I was ruled out for ms many times along with other diseases. Most of my serology tests were negative, and I was ultimately given a diagnosis of fibromyalgia and chronic fatigue syndrome and reactive depression to my medical issues.